Manufacturer narrative:
Patient identifier: complete entry (B)(6). Patient information: no further information was provided. The customer experienced sodium imprecision issues after completing quarterly maintenance. The customer observed air in the in the tubing on top of the r1 syringe and the customer technical advocate (cta) instructed the customer to check/rebuild the reagent syringes (per quarterly maintenance). After tightening/rebuilding the reagent syringe o-rings, the customer successfully completed multiple precision studies and qc was in specification. The rgt syr o-rng, was determined to be the likely cause for the issue. A review of the service history for the analyzer identified no contributing factors and no subsequent issues have been reported associated with discrepant or erratic results. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. A review of trending data and manufacturing documentation for the rgt syr o-rng identified no issues or trends. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity c processing module was identified.

Event description:
The customer reported a falsely depressed and inconsistent sodium results on the alinity c processing module. Sample ID (B)(6) generated an initial result of 114 mmol/l and retest of 145 mmol/l. No impact to patient management was reported.